Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and the access pre pump line was perforated near the support plate. The reported condition was verified. The cause of the leak was due to the line perforation. The cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a prismaflex st100 set during priming. The location was described as "just before the main pump in the hydraulic line". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.